Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 419378 lead, implanted: (B)(6) 2004, 6935m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. It was noted there was high thresholds on the left ventricular (lv) lead. The device was reprogrammed and replacement is planned. The device and lv lead remain in use. No patient complications have been reported as a result of this event.